Event description:
Customer's children found him in an unresponsive condition, reported compact plus results of 26 mg/dl, 24 mg/dl, and 28 mg/dl within 10 minutes. He was treated with glucose tablets, glucose paste, and orange juice. An additional result of 114 mg/dl was reported following treatment within 10 minutes of the 24 mg/dl & 28 mg/dl results. No further adverse event reported. A request was made for the return of the system, replacement was sent.